Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the homechoice with a full therapy with no issues and alarms noted. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in line/set) alarm occurred on the homechoice device during peritoneal dialysis therapy. The patient ended therapy following the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.